Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's heart rate dropped from 70 to 45 beats per minute. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. Programming changes were made on the device. Patient was stable.